Manufacturer narrative:
A visual inspection of the actual sample observed a used tampon with the string completely detached from the pledget. A manufacturer lot code was not provided. With no means to ascertain the manufacturer/asset line and day of production, no further investigation on documents and supporting records can be performed.

Event description:
Consumer reported via social media that the string pulled out of a tampon upon removal. An attempt was made to obtain further information regarding the consumer¿s use of the product and outcome, however, no further information has been received.